Event description:
It was reported that the patient was experiencing pain, swelling and discomfort at the ipg pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed per hospital policy.